Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing irritation and pinching sensation at the generator site. It was also reported that the patient's stimulation was causing shooting pains around the chest. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing irritation and pinching sensation at the generator site. It was also reported that the patient's stimulation was causing shooting pains around the chest. The patient underwent an explant procedure. No device malfunction was suspected.